Event description:
During a clinic follow-up, episodes of oversensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the oversensing was due to myopotentials.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.